Event description:
Reporter alleged obtaining discrepant back to back blood glucose results of 95 mg/dl, 317 mg/dl, 113 mg/dl and 112 mg/dl. When all tests were performed within 10 minutes on the aviva system. Reporter indicated that she was not experiencing any hyperglycemic symptoms during the time of testing. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.